Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05330. It was reported the patient has been receiving inadequate stimulation. An impedance check revealed high impedance on all contacts. As a result, the patient may undergo surgical intervention.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05330. Follow-up revealed the patient's lead(s) were explanted and replaced with a different model lead.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-05330. Follow-up revealed surgical intervention resolved the patient's issue.